Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tissue tore and caused some bleeding (amount not available), when the surgeon inserted the ecs33 device in the bowel. The surgeon excised tissue and complete reanastomosis with another stapler. The device was discarded.